Event description:
As the rptr's son, who has spina bifida, was finishing therapy, experienced a reaction to the latex tip. He developed itching, red and white spots on his hand and some chest tightness. The rptr gave him atarax 50 mg. The rptr stated that there should be an alternative latex-free crutch tip for spina bifida pts who are known to have a high incidence of latex sensitivity and are already orthopedically challenged. The rptr's son is known to be allergic to latex. In the past he has had a number of reactions including a problem breathing after eating some pizza that had been handled by a food worker wearing latex gloves. He also has had reactions to balloons, latex gloves and tegaderm.